Manufacturer narrative:
Correction 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR reports: 1627487-2013-02741, 1627487-2013-02742 and 1627487-2013-02743. The patient has two scs systems. The patient reported he noticed a blister at his ipg site. He stated he never noticed any extreme warmth at the site so he was not sure if it was related to charging. He also stated he was using a massager with infrared heating over the area, and he had burned his leg while using the massager. The patient stated he preferred to keep his he chargers. No further information is available at this time. As the affected devices are unknown, both of the patient's ipgs and chargers are being reported. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.